Event description:
End user reports paper thin and ripping with unknown qty, from unknown mus and unknown lots. Additionally reports paper thin and ripping with the majority of catheters (unknown qty) from current mu's.

Manufacturer narrative:
Investigation: this complaint has been evaluated. Based on a CAPA initiated for this malfunction code it was determined to be related to possibly a design issue. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.